Event description:
A nurse reported that the touchscreen was not working during a vitrectomy procedure. The pt was transferred to the hospital where the procedure was completed the next day. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).